Event description:
It was reported that the lead integrity alert triggered and oversensing was noted on the left venticular lead which was plugged into the right ventricular lead sensing port on the device. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.